Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (biomed) reported that an external dialyzer blood leak occurred 2 hours and 58 minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed leaking from a crack that was identified on the header cap of the device. The machine did not alarm, and no blood was visually observed within the lines or dialyzer. The patient was dialyzing on a fresenius 2008t hd machine and was utilizing nipro bloodlines. The biomed did not know if the dialyzer had been dropped prior to use. The biomed admitted witnessing the staff use dialyzers after dropping them in the past, but there was no report of that happening with this device. The patient¿s estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Event description:
A user facility biomedical technician (biomed) reported that an external dialyzer blood leak occurred 2 hours and 58 minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed leaking from a crack that was identified on the header cap of the device. The machine did not alarm, and no blood was visually observed within the lines or dialyzer. The patient was dialyzing on a fresenius 2008t hd machine and was utilizing nipro bloodlines. The biomed did not know if the dialyzer had been dropped prior to use. The biomed admitted witnessing the staff use dialyzers after dropping them in the past, but there was no report of that happening with this device. The patient¿s estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided caps were returned attached to the dialyzer. The prepackaging pouch was not returned. The fibers were wet with blood, with blood in the header caps as well. During visual examination, no damage or irregularities were noted on the returned sample. The sample underwent an external laboratory leak test in which the device was pressurized and submerged in water. At approximately 5.0 pounds per square inch (psi), a leak was observed at the header cap on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon removal of the header caps, a polyurethane (pu) sliver was identified at approximately 280° on the cavity ID end, with the dialysate ports positioned at 0°. The pu sliver extended under the o-ring. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility biomedical technician (biomed) reported that an external dialyzer blood leak occurred 2 hours and 58 minutes into a patient¿s hemodialysis (hd) treatment. Blood was observed leaking from a crack that was identified on the header cap of the device. The machine did not alarm, and no blood was visually observed within the lines or dialyzer. The patient was dialyzing on a fresenius 2008t hd machine and was utilizing nipro bloodlines. The biomed did not know if the dialyzer had been dropped prior to use. The biomed admitted witnessing the staff use dialyzers after dropping them in the past, but there was no report of that happening with this device. The patient¿s estimated blood loss (ebl) was reportedly 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reported to be available for a manufacturer evaluation.